Event description:
It was reported that the patient got a urinary tract infection which cleared up but left her with pelvic pain. Her regular home medications solved the problem. Then two days later the patient developed a painful burning sensation, at the implantable pulse generator (ipg) site. The physician sent the patient for a computed tomography (CT) scan and ultrasound to check for infection, results were normal. The physician advised that it must be an electrical fault and advised the patient to unplug both the charger and battery and stop charging the ipg completely. The pain is felt whether stimulation is on or off. There is redness and swelling and painful to touch. Gabapentin helps with the pain. The patient stated that the pain could only be stopped by a series of antibiotics, anti-inflammatory & strong pain medication. The physician then advised the patient to go back to plugging in the charger and recharging the ipg, for fear of an imminent severe pelvic pain attack. The ipg implant pain then completely stopped.